Manufacturer narrative:
This report, hoya device has not yet been returned for evaluation. (B)(4). Internal reference: (B)(4).

Event description:
It was reported that the haptic ripped as the surgeon was advancing the lens into the eye. The incision was enlarged in order to remove the damaged lens. The back-up lens was then implanted with no issues. It was noted that a new technician prepared the lens for surgery.

Manufacturer narrative:
Complaint evaluation details from qa (B)(4): the lens was divided into a few pieces and ejected out from the injector tip. The leading and the trailing haptic were torn. The injector body was not returned. No abnormalities were found in production and inspection records of the product. Exact cause is not determined. From the investigation it is believed this issue is not product related. Internal reference: (B)(4).

Event description:
It was reported that the haptic ripped as the surgeon was advancing the lens into the eye. The incision was enlarged in order to remove the damaged lens. The back-up lens was then implanted with no issues. It was noted that a new technician prepared the lens for surgery.

Manufacturer narrative:
Hoya device has not yet been returned for evaluation. (B)(4).

Event description:
It was reported that the haptic ripped as the surgeon was advancing the lens into the eye. The incision was enlarged in order to remove the damaged lens. The back-up lens was then implanted with no issues. It was noted that a new technician prepared the lens for surgery.